Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump logs showed that the customer consumed 685 grams of carbs at 18:33 and the pump delivered some insulin for these carbs. Reportedly, the customer did not consume 685 grams of carbs. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.